Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. Additional information was requested, and the following was obtained: 1. Were any staples delivered into the tissue at all?- yes. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed. 3. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Staples were malformed to posterior side. 4. Could you please clarify if there were any patient consequences? Patient admitted in hospital. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Patient is in hospital under treatment, and improving dr said.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Additional information was requested, and the following was obtained: what were the indications for surgery?- lar what surgical procedure was performed?- yes. Did the patient receive any preoperative chemotherapy or radiation?- no. Were there any issues experienced with the device in the initial surgical procedure? - no. What healthcare professional fired the device and what is his/her experience with the device?- already explained in previous email and complaint form where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?- it was in green range zone did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?- yes was the device difficult to close?- no was the device difficult to fire? - no how may counter-clockwise revolutions of the adjusting knob were used to open the device?- 2 in 360 degree counterclockwise did the healthcare professional receive audible & tactile feedback when firing the device?- yes were the donuts inspected? If so, please describe. - stapler didn't form properly posterior part of colon was a complete transection of the white breakaway washer visually confirmed?- yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location.- follow complaint form mentioned what is the current status of the patient?- patient discharged to home does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?- as mentioned surgeon found staple didn't form and patient got leak

Manufacturer narrative:
(B)(4). Date sent: 8/6/2025. Additional information: 'failure of surgical stapler leading to break down of staple line post operatively. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences. Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Sepsis induce myopathy resulting in permanent neuromuscular and neurological dysfunction.

Manufacturer narrative:
(B)(4). Date sent 3/24/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device didn't form the staple pin during anastomosis.